Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument presented "failure to engage the instrument. Remove and reinstall." The customer performed an exchange in the robotic arms and the same failure was presented. The instrument was retained along with the tip cover accessory, and an evaluation carried out where a break in the steel cable was identified making it necessary to exchange the instrument for another mcs instrument. The procedure was completed with no reported injury.